Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. No unused device is available for evaluation. Nothing unusual to report was found during DHR review (batch #1703467). Information available about technique didn't show any discrepancy from the customer (power setting lower than recommended, should however be included between 4 and 7 according to the dfu). Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a start-x tip broke during use; no injury resulted and all the broken parts have been retrieved from the patient's mouth.